Manufacturer narrative:
(B)(6). A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found a damaged aspirate probe a1. He replaced all the aspiration probes to resolve the issue. Hs system check passed. A 60 replicates hstni precision test was run and generated results within expectations. The instrument is working within specifications. In conclusion, the cause of the non-reproducible high access hstni results is a hardware malfunction.

Event description:
On (B)(6) 2021, the customer reported non-repeatable erroneously elevated hstni patient results on dxi 800 immuno analyzer (part number 973100 and serial number (B)(4)). The customer reported that patient samples were analyzed for troponin I when a quality control issue was detected. Then they repeated patient samples with lower hstni results for twelve patients. Customer reported that there was a change in patient treatment for nine patients. Nine (9) medwatch reports will be generated to address customer reports of changes to patient treatment (patients 2, 3, 4, 5, 6, 8, 9, 11 and 12). This report address patient twelve results who received antiplatelet/anticoagulant therapy. Refer to relevant tests/laboratory data section below. Medwatch number ¿2122870-2021-00013¿ will address patient two, received antiplatelet/anticoagulant therapy. Medwatch number ¿2122870-2021-00014¿ will address patient three, treated as acs (acute coronary syndrome) patient but treatment discontinued after low result on rerun confirmed (no further information provided). Medwatch number ¿2122870-2021-00015¿ will address patient four, received antiplatelet/anticoagulant therapy. Medwatch number ¿2122870-2021-00016¿ will address patient five, received antiplatelet/anticoagulant therapy. Medwatch number ¿2122870-2021-00017¿ will address patient six, received antiplatelet/anticoagulant therapy. Medwatch number ¿2122870-2021-00018¿ will address patient eight, treated as acs (acute coronary syndrome) patient but treatment discontinued after low result on rerun confirmed (no further information provided). Medwatch number ¿2122870-2021-00019¿ will address patient nine, received antiplatelet/anticoagulant therapy. Medwatch number ¿2122870-2021-00020¿ will address patient eleven, received antiplatelet/anticoagulant therapy. Medwatch number ¿2122870-2021-00021¿ will address patient twelve, received antiplatelet/anticoagulant therapy. System check failed on 6feb2021 due to high % cv on the washed portion of the system check. It passed upon repeat. Quality control (qc) was outside of the laboratory¿s established ranges (>+3sd for all three levels). Per customer¿s verbal report, calibration issues were observed. However, no data corroborate this statement. Arc data analysis for the csv data files provided was unremarkable and did not highlight a performance issue. The questioned results reported by the customer were not found in the files provided. A beckman coulter field service engineer (fse) was dispatched to the customer site on 17feb2021. The fse found a software stuck in ¿initialization in progress¿, the database was jammed and cleared it. This is unrelated to the non-reproducible hstni results observed. The fse also found a damaged aspirate probe a1. He replaced all the aspiration probes to resolve the issue.